Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined, but the patient's fall may have contributed to the pain complaints.

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2018 where three implants were placed. The patient had pain relief for three months before complaining about a recurrence of pain after a fall. The surgeon thought that the inferior positioned implant may have "backed out" although it appeared to be optimally positioned. In (B)(6) 2018, the surgeon performed a revision surgery where he removed the implant. The explanted implant had significant bony ingrowth on all sides. The status of the patient following the revision procedure is not known.